Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026 around 8:00 pm, the patient was not feeling good and ¿pancreas pain¿. The patient decided to take himself to the hospital. The patient¿s bg was checked at the hospital, which was at 160 mg/dl while the cgm reading was at an urgent low 45 mg/dl. The patient was treated with IV fluids and pain medication. During the morning, the cgm was still low while the bg meter was 169 mg/dl. The patient was discharged at 7:00am the next day (B)(6) 2026). At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).